Event description:
It was reported that the patient noticed that the implant was not functional on some occasions during the previous week. Then, on (B)(6) 2014 the patient had no longer had access to sound with the device. Re-implantation is considered by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.